Manufacturer narrative:
(B)(4). Corrected information: increased intra-peritoneal volume occurred in drain cycle 5 not drain cycle 6 as originally reported.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 6. The drain volume was 2566 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: a short simulated patient therapy was performed and completed successfully. The device passed all testing pertaining to accuracy. The cause of the increased intra-peritoneal volume (iipv) identified in the therapy log was: insufficient drain- one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the previous service record reveled the device passed all required tests and calibrations and no issues were identified that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).